Event description:
It was reported that a revision was needed to replace creo locking caps that became loose post operatively.

Manufacturer narrative:
The devices were available for evaluation. It was reported that a revision was needed to replace creo locking caps that became loose post operatively on a l2-l5 construct. A revision was scheduled for the following thursday on (B)(6) 2024 where the rods and locking caps were replaced and a cross-connector was added to the construct. The x-rays that were provided showed a 5.5mm curved rod that had slipped out of the l5 screw on the left side extending proximally. In addition, the l2 left side locking cap and both l5 locking caps had loosened. Upon evaluation, 8 locking caps were returned with the following lot numbers: bab7abdd, bab80fgd,bab845kd, bab90cmd, bab920xd. It was found that 2 had an hour glass shape wear that is consistent with locking being achieved, and the other 4 had various degrees of wear seen on the bottom. The locking caps that were returned could not be correlated with any levels. The patient being obese may have contributed to the reported incident however, because the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.